Event description:
The hospital reported the device unbraided. The hospital did not provide boston sicentific with any furhter details regarding the alleged event. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.